Event description:
It was reported that "while final tightening poly screw, tip of instrument broke off."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.